Event description:
It was reported that the customer was hospitalized due to high blood glucose. The doctor called to see if the infusion set and reservoir can be delivered to the hospital before the customer is released. Explained the caller that the customer should revert to back up plan, but the doctor would like to see her back on the insulin pump therapy. It was found also that there was an occlusion with the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.